Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2015 and a drain was placed. On (B)(6) 2015, the drain was removed. The surgeon did not feel resistance while removing the drain, but a piece was found in the patient's body via CT scan. An additional operation with a small incision to retrieve the broken piece of the drain was performed. After the additional operation, the patient was discharged from the hospital as scheduled. Additional information was requested.

Manufacturer narrative:
Additional narrative: the patient was well and was discharged from the hospital. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.